Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that the device was heating up when being used. No patient information was reported.

Manufacturer narrative:
The device was received for evaluation and repair. The device was tested for heating and the complaint could not be duplicated. The temperature after 1 minute at 60k rpm was 83f for the front, 83f for the rear, and 79f for t ambient. The device was successfully tested and no fault was found. If information is provided in the future, a supplemental report will be issued.